Manufacturer narrative:
Initial and final MDR (B)(4). - MDR- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 12-may-2024, it was reported that the patient faced infusion set off during use. The set was in use for two to three days. The patient replaced infusion set and resumed insulin successfully. No further information available.